Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. (B)(4).

Event description:
Additional information received reported that the manufacturer's representative met with the patient 2014 (B)(6) to discuss elective replacement of his implantable neurostimulator (ins). The impedance checks revealed that electrode 0, 1, and 2, were out of range (greater than 10,000 ohms at 0.70 volts). In addition, due to the uncomfortable/shocking nature of recharging, and the shortened recharging interval following his power on reset (por), the patient elected to undergo replacement of the ins and potential replacement of the paddle lead if the lead integrity was impaired at the time of the battery replacement. The surgery was scheduled to take place 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was implanted as planned on (B)(6) 2014. There was no visible device malfunction noticed. The patient was receiving effective therapy with his newly implanted product. The device would not be returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was recharging their implantable neurostimulator (ins) more frequently (¿much shorter now than in the past¿) after a most recent fall 2 years ago (patient has had several falls). Specifically, the patient charged every day or every other day and that for the past 2 months they seemed to recharge non-stop. The patient was able to get all 8 coupling boxes when they recharged. They believed the ins was ¿going bad¿ because of this. It was also reported that while the patient recharges they experienced a shocking feeling at the ins site which felt sore to the touch (¿tender¿) and 24 hours later felt like they ¿still being shocked over the ins area¿. In addition it was noted that the lead ¿felt hot¿. The shocking issues had not been addressed by the patient earlier as they were ¿very busy¿ and that the therapy had been working and had been dealing with these issues as a ¿sort of inconvenience¿; however, in the past 2 months the patient was unable to keep up with the frequent recharging issue. The patient¿s settings were (group c): case to electrode #1, 1 volt, 210 usec, 60 hz, and 381 ohms at 2.549 ma. Impedance testing (referenced to electrodes #0, 1, 3) showed all values >10,000 ohms. It was noted that there will likely be a revision/replacement performed. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.